Event description:
This device case, which does not involve an adverse event, reported by a consumer (agent of healthcare professional), who contacted the company with a product complaint, concerns a (B)(6) male. The pt was taking an unspecified medication for treatment of an unk indication. On (B)(6) 2008, the humapen ergo burgundy/clear pen body (lot number 0404a04) with a clear cartridge holder attached was reported with two engagement tabs broken. This humapen ergo burgundy/clear pen body with a clear cartridge holder attached is associated with product (B)(4). It was unk if the pt was the operator of the device and if the operator was a trained user. It was unk how long the device model and reported device was used for. The device was returned on (B)(6) 2008. Initial assessment confirmed both the engagement tabs were broken and both spring arms were cracked. It was unk if humapen ergo burgundy/clear pen body with a clear cartridge holder attached was continued. Update (B)(6) 2008: additional information received from trackwise on (B)(6) 2008. Added device specific safety summary and updated corresponding fields, changed improper use or storage from no to yes. (B)(4).

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. Note: this report includes final evaluation findings. No additional information is expected. Evaluation summary: the user returned the actual complaint device to the manufacturer for investigation (lot 0404a04, manufactured april 2004). The investigation found both clear cartridge holder engagement tabs were broken. This malfunction may result in an underdose. Corrective action, broken clear cartridge holder engagement tabs: the core user manual states, "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact lilly at xxx-xxx-xxxx or your healthcare professional". Improper use and storage: there is evidence of improper use. Observed on both engagement tabs area, engagement tabs and mounting bayonet area are tool marks. The damage is consistent with damage by an unk tool.